Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported (columbia) that the pt lost stimulation. It has been confirmed that the ipg does not communicate with the pt programmer and the charger system. Surgical intervention may be pending to address the issue.